Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Tissue erosion, incomplete deflation and perforation of urethra are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported allegations of erosion, ureter/urethral perforation and difficult to deflate are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with difficulty deflating the device. A revision surgery was performed, during which the physician confirmed that implant had eroded into the urethra causing perforation. The entire device was explanted and replaced with a tactra device. There were no further patient complications.